Event description:
The customer reports to philips healthcare that the heartstart mrx had an intermittent problem with power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.